Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with degenerative disc disease and underwent anterior discectomy and interbody fusion of l4 through s1 with mobilization of the great vessels. The patient was also diagnosed with herniated nucleus pulposus and underwent: anterior interbody fusion with insertion of cage; posterior fusion with screws and rods; monitored with evokes, used bone morphogenic protein and platelet gel all at l4-5. On (B)(6) 2008: the patient was pre-operatively diagnosed with: degenerative disk disease lumbar spine, greatest at l4-5; disk herniation annular tear l4-5; debilitating back pain greater than leg pain; transitional l5-s1 anatomy and underwent the following procedures: l4-5 anterior lumbar interbody fusion using peek interbody cages, bone morphogenic protein and allograft. As per op-notes, ¿we placed bmp both within the cage as well as lateral and anterior to the cage. The cage was sunk about 1 cm. We placed bmp and bone graft anteriorly creating an anterior fusion construct.¿ the patient also underwent l4-5 posterior spinal instrumented fusion interfacet fusion and right-sided posterior pedicle screw instrumentation. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.